Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while filing the device, clips shot out unformed. It was reported by the affiliate that the clips were not closing properly. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. Both instruments were returned empty and locked out. As both of the instruments were returned empty, further functional testing could not be performed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.